Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the aux drawer 7 was not detected on bus. A field service engineer replaced the drawer interface printed circuit board assembly circuit board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers were not closing or locking. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.